Manufacturer narrative:
The insulin pump was received with a black shadow on the display due to a warped and uneven liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported via phone call that the numbers and icons on the insulin pump appear as a shadow causing a display anomaly. Customer's blood glucose level was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.